Event description:
It was reported that during reprocessing after the surgery on (B)(6), the surgical staff found 2 frayings on the mechanical wire of a large needle driver during irrigation. And then, the staff decided that she did not use it at the next surgery. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip open cable frayed at the force amp pulley. The frayed strands stuck out at the instrument's wrist. The pitch up cable was also frayed at the distal clevis hub. Frayed strands stick out at the wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.